Event description:
A trilogy 100 ventilator, u.s.a - bt device was returned to the manufacturer for recertification. There is no allegation of serious or permanent harm or injury. The device was not in use on a patient at the time of the occurrence. During the evaluation, the device failed the test low flow o2 repair test step. The device evaluation does not identify any specific component malfunction that would need to be replaced to resolve the failed test. Additionally, the service technician confirmed that there were no significant events in the error logs. The rubber feet were missing/displaced, the cord retainer was missing/broken, there was a gap between enclosures, the screen was damaged, and the handle was damaged; all of which were replaced or reseated to address the issues. Due to the failed test step, the device has been returned to the technician for additional evaluation. If additional information is provided on the completion of the device evaluation, a follow-up report will be submitted.